Event description:
It was reported that on (B)(6), 2011, the 2.5 x 28 mm mini vision stent was implanted without issues in a moderately tortuous circumflex lesion. On (B)(6), 2011, thrombosis was observed. Balloon dilatation was performed in the stent, and a non-abbott stent was placed to treat the thrombosis. The patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Hospital name corrected.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there were no reported product deficiencies. The reported patient effect of thrombosis is listed in the mini vision instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.